Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the device was electively removed due to the recent battery advisory. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. The device was interrogated with a programmer and had not reached eri. No anomalies were found.